Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a health care provider (hcp) that the reason why the patient¿s device was removed was because the device didn¿t work. It was noted the whole system was removed a few months after the device was put in, 2009. There were no further complications reported.